Event description:
It was reported to ventec that a patient was having difficulty breathing while on the device. The patient had advised their respiratory therapist (rt) that they felt that the vocsn was blowing too much air which made him uncomfortable. The patient has since discontinued using the vocsn. There was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number.

Manufacturer narrative:
Ventec provided the initial reporter, a respiratory therapist (rt), with technical and clinical assistance. Through discussions with the rt, ventec learned that the patient has duchenne muscular dystrophy. Ventec advised the rt that the likely cause of the reported patient discomfort was that the vocsn settings needed to be adjusted to better support the patient's condition. Ventec further advised the rt that if the patient would like to use the vocsn again, that ventec will assist him and his care team with adjusting the settings to ensure that he is comfortable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.